Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-00246.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil through another manufacturer's microcatheter, the physician met resistance. Despite this resistance, the physician continued to advance the ruby coil using force, causing the coil to unintentionally detach. The physician used a syringe to aspirate the detached ruby coil out of the back hub of the microcatheter. While advancing a new ruby coil through the same microcatheter, the physician met resistance again and removed both the ruby coil and microcatheter from the patient. The procedure was successfully completed using seven new ruby coils and a new microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock on the proximal end of the first ruby coil pusher assembly was broken and the pull tube was retracted. The pusher assembly was kinked in multiple locations along the hypotube. The pusher assembly was fractured in two locations, and the pull wire was withdrawn out of the distal detachment tip (ddt). The coil was detached from the pusher assembly. The embolization coil was not returned to penumbra for evaluation. Conclusions: evaluation of the returned devices revealed that the pusher assembly of the first ruby coil was kinked and fractured. This type of damage typically occurs due to improper handling during use. If the ruby coil is forcefully advanced against resistance, the pusher assembly may become damaged. The fractured pusher assembly allowed the pull wire to be withdrawn out of the ddt, causing the embolization coil to detach. Further evaluation of the first ruby coil revealed that the pet lock was broken, indicating that a pull force greater than the tensile strength of the pet lock was applied to the pull wire. This damage was likely incidental, and may have happened after the procedure. Evaluation of the second ruby coil revealed that the pusher assembly was kinked in multiple locations. If the ruby coil is forcefully advanced against resistance, the pusher assembly may become kinked. The ruby coil od was measured and found to be within specification. Since the non-penumbra microcatheter was not returned for evaluation, the root cause of the resistance mentioned in the initial complaint could not be determined. Penumbra coils are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.